Event description:
Pt self tester using expired strips had discrepant results (strips expired 11/2009). On (B)(6)2010, pt bled from a paper cut for 6 hours and was advised by her physician to stop taking coumadin for 2 days and then retest.

Manufacturer narrative:
Investigation pending.